Manufacturer narrative:
The device passed testing for delivery accuracy. During testing the device delivered a measured volume of 20.2 ml from an expected delivery of 20 ml. Delivery accuracy for this device requires delivery of 20 ml +/- 2 ml (+/- 10%). Based on the data verified, hospira could not attribute the issue to the device. This report represents all the info known by the reporter upon query by hospira personnel; (B)(4).

Event description:
The customer contact reported the pt received less medication than intended. On 6/8/2010 at approximately 1700, the pump was programmed to deliver an unspecified concentration of pitocin. No further programming parameters were provided. The customer contact reported that at 1800, the pump was "working fine." On (B)(6) 2010 at approximately 0100, the nurse noted that "not much of the pitocin" had been delivered. The pump was removed from clinical service. Therapy was resumed using a replacement pump. It was reported that after the device was replaced and the delivery was restarted, the pt's contractions became steady and at an unspecified time, the baby was born with no reported delivery complications. There were no reported adverse effects to the pt or baby and no reported delay of therapy critical to this pt. No medical interventions were required. Multiple unsuccessful attempts have been made to obtain additional info including pump programming parameters and specific pt info.